Event description:
This lead was explanted due to high pacing threshold, intermittent capture and no lead capture. This lv lead was explanted and successfully replaced with another endocardial lead. There were no adverse pt effects reported.